Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-06781. It was reported that the patient developed an infection following the implant of their device. As a result, the patient underwent surgical intervention on (B)(6) to have their scs system explanted. Patient was also treated with IV infusions to clear the infection.